Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k923607, k926214. E1: zip code: unknown. The returned device: - only the main body of the guidewire. - the wire strand was exposed at the distal end. Appearance confirmation: -the outer layer was elongated and shaped as torn off in the fractured part. -the wire strand had been approximately 1 mm exposed at the distal end of the fractured part. -no visible anomaly such as abrasion in other parts. Appearance confirmation (actual device, current product): -a fixed size cut mark, which is caused during the strand cutting process, was observed on the top surface of the wire strand. Dimensions: -the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: -main body of the actual guide wire: approximately 1497 mm. -current product: approximately 1501 mm. -compared to the current product, the actual device is thought to have a missing portion of approximately 4 mm. -a fixed size cut mark was observed on the top surface of the wire strand of the actual device and current product. -it was considered that there was no missing portion in the wire strand. History investigation of the involved product code and lot number: -no anomaly was found in the manufacturing record and the shipping inspection record. -no other similar report was found in the past complaint file. Simulation test: regarding the missing portion of the outer layer at the distal end, the following simulation test was conducted. -the factory-retained guidewire was pulled out from the holder tube forcefully with the distal end held by forceps. -the outer layer was fractured and elongation was observed in the outer layer of the fractured part. No missing portion was observed on the wire strand. -this was thought to be similar to the condition of the actual device. Based on the investigation results, from the condition of the actual device and the simulation test, it was considered that the outer layer at the distal end might have been fractured and elongated when the actual device was pulled out from the holder tube while the distal end was in contact with some hard object. In addition, the actual device had approximately 4mm of missing portion and no missing portion on the wire strand compared to the current product. Furthermore, no anomaly was found in the history investigation result of the involved product code/lot number. Relevant instructions for use (IFU) reference: -the surface of the glidewire is not lubricous unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with heparinized physiological saline solution. -remove the glidewire from the holder and inspect the glidewire prior to use, to verify that it is lubricated. If the glidewire can not be easily removed from the holder, inject more heparinized physiological saline solution into the holder and try again. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo received the following information. It was reported that when the product was attempted to be inserted into the angiographic catheter for diagnosis at the neurosurgery, resistance was felt and it was difficult to pass through. Therefore, when the wire was removed and inspected, the urethane was missing and the core wire was protruded. Use was discontinued and the new one was used. The procedure was completed successfully. The request to confirm the condition of the distal end was made. This was the event that observed when the product was inserted into the angiographic catheter and it was before the gw itself was inserted into the patient body. There was no patient harm reported.